Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented for follow up. The device exhibited premature battery depletion. The device will remain implanted and the patient will be monitored until the device reaches eri.